Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. D6) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the provided information, it was not possible to determine the root cause of the reported advancement difficulty. It is however known from the complaint history that damage to the dilator tip can occur if the tip is advanced through calcified or/and tortuous anatomy. The reporter states that the anatomy was slightly tortuous which can be one of the contributing factors to the reported event. No evidence was found suggesting that the device was manufactured outside of specifications. According to the sent IFU, the user should not continue advancing the introduction system if resistance is felt and also to inspect the device prior to use in case damage occur as a result of transportation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) year old male patient underwent taa repair. The taa was located at the level of the diaphragm. The anatomy was slightly tortuous. The access vessel was approx 7mm. The target lesion was approx. 200mm. Zteg-2p-34-202-pf was placed as aligning with the distal of the lesion with consideration for a possible shortening due to tortuous site. The sealing length of the proximal side was no problem as approx. 25mm but it was shorter than planned, so the physician decided to add zteg-2p-34-127-pf in the proximal side. However, the delivery system of zteg-2p-34-127-pf would not advance to the target site as caught in the previously placed stent graft (zteg-2p-34-202-pf). Ballooning the stent graft to make it smooth and straightening the vessel with wiring from the contralateral side were performed, but the delivery system still would not advance. Pull-through technique was not performed because the physician determined it was risky since it could cause stroke due to clots in the aorta arch. So, he did additional touch ups and confirmed no endoleaks and completed the procedure without placing additional stent graft. After he removed the delivery system he found the dilator tip was damaged/deformed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. The taa was located at the level of the diaphragm. The anatomy was slightly tortuous. The access vessel was approx 7mm. The target lesion was approx. 200mm. Zteg-2p-34-202-pf was placed as aligning with the distal of the lesion with consideration for a possible shortening due to tortuous site. The sealing length of the proximal side was no problem as approx. 25mm but it was shorter than planned, so the physician decided to add zteg-2p-34-127-pf in the proximal side. However, the delivery system of zteg-2p-34-127-pf would not advance to the target site as caught in the previously placed stent graft (zteg-2p-34-202-pf). Ballooning the stent graft to make it smooth and straightening the vessel with wiring from the contralateral side were performed, but the delivery system still would not advance. Pull-through technique was not performed because the physician determined it was risky since it could cause stroke due to clots in the aorta arch. So, he did additional touch ups and confirmed no endoleaks and completed the procedure without placing additional stent graft. After he removed the delivery system he found the dilator tip was damaged/deformed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.